Event description:
The customer reported that the device would not stop running. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.